Manufacturer narrative:
The field service engineer (fse) was on site and confirmed that the fl2 signal shifts intermittently on the fc500 flow cytometer instrument. The fse replaced designated amp board, calibrated voltage in grand canyon and log offset. To resolve the issue the fse replaced the tarpon amp board. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier - (B)(4).

Event description:
The customer reported fl2 population dropping to the left of the region intermittently on their fc 500 flow cytometer. Erroneous patient results were not reported as a result of this event. There was no change or impact to patient treatment.